Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 pounds during prime test due to faulty force sensor system. No motor error alarm was noted. The motor passed motor test. The pump had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 218 mg/dl. The mother stated that she received multiple motor errors within the last 3 weeks. The customer was advised to return the pump with battery and zero out the basal rates. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The mother was unable to troubleshoot during the time of call.